Event description:
Per the clinic, the patient perceived no sound and experienced non-auditory pressure and pain upon stimulation from the implanted device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025 and the patient was reimplanted with a new device during the same surgery.